Event description:
It was reported that the patient's blood glucose level reached 16.7 mmol/l (300.6 mg/dl). After 36 hours of wear on the arm, the pod began leaking insulin despite bolus corrections of 8-10 units. As treatment, a new pod was placed.

Manufacturer narrative:
No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. The soft cannula was found to be flattened and longer then specification. Flattening did not prevent fluid completing the complete fluid path. It could not be determined when the damage occurred as there was no leak it was concluded that the damage did not contribute toward the reported symptom code. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.